Manufacturer narrative:
Eval summary: the analysis for the mcm30 instrument found that the cartridge cover was cracked. The instrument was cycled and would not feed the clips. One clip was sideways fed, preventing the remaining clips from being fed. Upon disassembly of the instrument, no anomalies were noted on the internal components of the instrument. No conclusion could be reached as to what may have caused the sideways feed. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported during an unk procedure that, the clips would not advance. Another like instrument was used. There was no adverse pt consequence.